Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred .no data was provided for evaluation. The complaint device was returned on 06/01/2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and passed. Performed share log review and no data found. Performed a pairing test with nordic bluetooth device and failed. Unable to perform transmitter functional testing and passed. The reported event of a loss of connection was confirmed. The probable root is a defective transmitter. The complaint was confirmed because the transmitter failed testing.